Event description:
Caller reported that a cartridge alarm occurred during the load process. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer had a history of similar alarms and a replacement pump was provided in another case.